Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on lcd, the electronics, motor, battery tube and vibrator noted. The insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone, she had jumped into the pool with insulin pump on. Customer's blood glucose was 102 mg/dl. Customer was in the pool with the device for about an hour. Fluids were under the lcd display. The insulin pump stopped delivering insulin and it keeps going into suspend. The insulin pump had also been dropped a week ago. The device was chipped on the reservoir compartment. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.